Event description:
A custom femoral head and custom mom liner were ordered for this patient. In 2002, while the patient was on the table; it was discovered the head was bored for the wrong size taper and the surgeon could not use either. The patient received other implants.